Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, the home patient (hp) informed the technical service representative (tsr) that they did not change out solution bags when they loaded a new cassette. The tsr explained to the hp that the solution bags also need to be replaced so that the setup is not compromised. The registered nurse informed the tsr that they will go over the proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.